Manufacturer narrative:
Device received with all operating currents within spec and passed self-test, unexpected restart error test and displacement test. No unexpected low battery, weak battery, battery out limit, failed battery test alarms or audio/beep/vibrate anomaly noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they insulin pump had received beep and vibrate anomaly. Customer¿s blood glucose level was unknown. Customer stated that they performed self test to make sure the vibrate function on the insulin pump was working and all the functions on the insulin pump worked and the vibrate and volume worked but the customer did barely hear it and the test passed. Customer stated that they beep and vibrate issues started when they got the new battery cap. Customer also stated that the did not hear the insulin pump beep and did not feel the vibrate. Customer troubleshooting was performed. The insulin pump will be returned for analysis.